Manufacturer narrative:
Samples received: 1 open sample. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received an open sample (unused) with two sutures inside the pack as can be seen on enclosed picture. The product should contain a single suture. This defect could have been caused by automatic winding machine during the manufacturing process. The machine took two sutures instead of one in the winding step. Taking into account that no other complaints have been received concerning this issue for this code batch, we consider that this is an isolated unit, but the rest of units of the affected batch are correct. Final conclusion: taking into account that the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture pack. It was noted that there were 2 needles in the pack instead of 1. Additional information was not available.